Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017. User does not utilize the cgm option of the t:slim g4 pump. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (65 mg/dl). The cause for the reported low bg levels is unknown. Reportedly, the customer is "hypoglycemic unaware", and experienced blurred vision when low bg levels occur. In addition, customer reported humalog insulin is used and is being used in the cartridge outside of labeling. Customer consumed carbohydrates to address low bg levels, and subsequently bg levels elevated to 318 mg/dl with trace of ketones. Customer stated elevated bg levels was due to consuming too many carbohydrates to address low bg levels. Customer delivered insulin via the pump to address elevated bg levels.